Manufacturer narrative:
The product is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that x-ray confirmed this right ventricular (rv) lead had dislodged; however, there was no interruption in pacing therapy. The patient required a system upgrade and visual inspection of the lead identified the appearance of blood inside the insulation located near the suture sleeve. The lead was explanted and replaced. No additional adverse patient effects were reported.